Event description:
It was reported that the customer experienced a low blood glucose level (specific value not provided) that resulted in a hospitalization. The customer alleged that the pump "administered too much insulin". Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.